Manufacturer narrative:
(B)(4). Date sent: 6/21/2023. A manufacturing record evaluation was performed for the finished device lot number: 28592, and no related nonconformances were identified.

Event description:
It was reported that back in february there was a linx implant. Patient is experiencing extreme dysphagia and the device was explanted. The patient is on psychotic medication and opiates. Dilatation was done for medical intervention.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes she had egd, ph done on (B)(6) 2022 positve for hiatal hernia, esophagitis 92 hour ph demester 36.8 and manometry done on (B)(6) 2023 manometry les short 1.9 cm, les pressures-basal 40.8/resid 29.8, 10 swallows 100% intact dci 4352/dea77.3. On what exact date did the implant take place? On (B)(6) 2023. On what date did the explant take place? On (B)(6) 2023. What is the lot number of the linx device? Lot # 28592; model # lxmc15. When using the linx sizing device what technique was used to determine the size? Ethicon linx sizing device. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunosuppressive drugs? She does not take steroids continulsy, but she has been on steroids 3 times prior to the removal and stated she could not keep them down. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Yes. How severe was the dysphagia/odynophagia before intervention? Per patient, it was severe. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes, hiatal hernia repair. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Patient stated that she vomiting all the time and could not hold any food or medications down, even after doing egd with dilation on (B)(6) 2023 and another course of steroid and going back on the soft diet. Besides the reported dysphagia, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/3/2023. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.